Event description:
A customer reported that a patient underwent revision surgery seven days post-operatively to address a migrated tritanium c cage. During the revision surgery, the cage was repositioned and remains implanted.